Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker, implanted with another manufacturer's right ventricular (rv) lead, triggered a lead safety switch (lss) due to an unknown out-of-range pace impedance measurement. It was unclear whether the out-of-range pace impedance measurement was high or low, and device data was not available for review via the remote monitoring system. Additional information received reported that this pacemaker was replaced due to normal battery depletion (nbd), however this rv lead remains in service. No adverse patient effects were reported.